Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation, the device exhibited backup vvi operation. The device was operated according to programmer¿s screen but the screen kept confirming. The programmer was restarted. Re-interrogation of the device restored the normal device function. The device was interrogated again which revealed that the data was deleted since the message ¿invalid diagnostic data¿ was displayed. No further intervention was performed.